Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
During servicing of the device by philips, it was noted the device failed to power on. There was no patient involvement.